Event description:
It was reported that the patient with this right ventricular (rv) lead stated that the lead wire came out or became dislodged. According to the additional information, the dislodgement was confirmed by x ray imaging. The physician successfully repositioned this lead. This rv lead remains in service. No additional adverse patient effects were reported.